Event description:
Boston scientific crm received information that during the implant procedure this device went into safety core. It was suspected due to electrocautery use. There were no adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device as performed. The device was confirmed to be in safety core. Review of stored memory verified that the device experienced three system resets during the time of electrocautery use, which caused the device to go into safety core. Of note, cognis devices have been specifically designed such that if three system resets occur within approximately 48 hours, a device will enter safety core. The behavior of this device is consistent with devices that have reverted to safety core due to electrocautery.